Event description:
Same case as: 2134265-2008-02194, 2134265-2008-02195. It was reported that post a coronary drug eluting stenting treatment procedure, an acute anterior myocardial infarction occurred. The 90% stenosed lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was not predilated. The physician deployed a 3.50x12mm taxus express2 drug eluting stent, inflated to 12atm for 26 seconds. The stent was post dilated using the stent delivery balloon, inflated to 16atm for 30 seconds. A little haziness was identified, suggestive of a slight residual thrombus. Stenosis was reduced to 0%. Medication: tnkase, aspirin, plavix, heparin, nitroglycerin. The patient was discharged in stable condition. One month post the initial procedure, patient presented with chest pain, which did not require nitroglycerin. The lesions were not predilated. The physician deployed a 3.50 x 12 mm taxus express2 drug eluting stent in the 60% stenosed proximal right coronary artery (rca), inflated three times to 12-16atm for 30 seconds, and a 3.50x20mm taxus express2 drug eluting stent in the 70% stenosed mid rca, inflated four times to 9-16atm for 30-35 seconds. Stenosis was reduced to 0%. Patient was taking plavix and aspirin at the time of the event. Medication: heparin, integrilin, nitroglycerin, plavix. The patient was discharged in stable condition. Twenty months post the initial procedure, while on a cruise the patient experienced chest pain and tingling in his left arm. Patient had stopped taking plavix six months ago. Nitroglycerin, tenecteplase, plavix, lovenox, metoprolol, and vasotec were given. The patient was transported to a local hospital and then air lifted to another facility. Due to apical infarct, the patient was started on anticoagulation. Stent thrombosis, in an unknown location, was suspected, but no observed. For months later, the patient presented with chest pain. The patient was instructed to take nitroglycerin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.